Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.4Hardware: iPhone15.5.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the Emergency room (ER) with high blood glucose on (b)(6) 2026. The patient's blood glucose levels reached 499 mg/dL while wearing the Pod on their abdomen between 24 and 36 hours. Symptoms include dizziness, headache and nausea.  The patient was treated with intravenous insulin to bring their levels down. An EKG and blood work was also performed. The patient was discharged from the ER on the same day after a few hours.